Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was admitted due to weakness. A gastroscopy and left colonoscopy were performed and were found to be normal. An abdominal CT was done and results indicated no bleeding, no hematoma. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding episodes are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2014 due to weakness and hb of 4.5 gr/dl. A gastroscopy and left colonoscopy were performed and were found to be normal. An abdominal CT was done and results indicated no bleeding, no hematoma. Inr was said to be 2.56 with marevan. It was further stated that the patient was transfused in order to obtain an hb around 9, and with a therapeutic inr of 2.22. It was stated that there were normal renal functions and hct was at 28%.